Event description:
Rptr received MFR's shower chair on 5/5/94. The piece at the top of the chair was the only thing rptr had to assemble, and one of the male nurse aides put it on when he removed it from the shipping carton. Another nurse aide was using the chair on 6/20, and the top piece on the back came off in her hands causing the nurse aide to fall backwards and the resident in the chair to fall to the floor. The resident received a cut on the head requiring a trip to the ER and stitches. Rptr called co that sold her the chair, and sales rep in turn called MFR. It seems there were supposed to have been instructions and two screws sent with the shower chair. Rptr did not receive the instructions or the screws. Her salesperson has asked MFR to send the screws and instruction to rptr.